Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2016. The customer also reported that the emergency medical services came to treat the low blood glucose. The customer's blood glucose was 38 mg/dl at the time of incident. The customer's blood glucose was 266 mg/dl at the time of call. The customer stated that they were passing out and having seizure. The customer stated that they were given orange juice to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that the insulin pump showed that the sensor was on but they were not using a sensor. The customer was assisted in turning sensor feature off. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.